Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: according to the information received the patient underwent the open reduction internal fixation surgery for the distal radius fracture with the screwdriver in question. During the surgery, the screwdriver grip force was weak, and the surgeon had difficulty in holding the screw with the screwdriver. When he locked the screw, he had difficulty too. He used another screwdriver, and the surgery was completed successfully within 30 minutes delay. No further information is available. The product was returned to zuchwil customer quality for evaluation. Customer quality then conducted visual inspection of the returned device. During the visual inspection, the tip of the returned device was found worn and rounded at its edges. Moreover, there are slightly signs of use visible on the entire surface. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. It should be noted that product failure is multifactorial. After a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot: part number: 314.453. Lot number: 36p2166. Manufacturing site: haegendorf. Release to warehouse date: january 23, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the distal radius fracture with the screwdriver. During the surgery, the screwdriver grip force was weak, and the surgeon had difficulty in holding the screw with the screwdriver. When the surgeon locked the screw, he had difficulty too. The surgeon used another screwdriver, and the surgery was completed successfully with a thirty (30) minute delay. The patient was reported as stable. Concomitant device reported: screw (part number unknown, lot unknown, quantity: unknown). This report involves one (1) stardrive screwdriver shaft t8 55mm. This is report 1 of 1 for (B)(4).